Event description:
It was reported that the patient underwent a generator and lead replacement due to a lead fracture. The explant facility historically does not return explanted products, therefore, return of the suspect product is not expected to date. The patient reportedly experienced a sharp stabbing pain with stimulation. No further relevant information has been received to date.